Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a patient (gender and age nos) who began poly-l-lactic acid (sculptra) treatments three years ago. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed multiple tiny subcutaneous nodules, which were not apparent after injection. Corrective treatment, if any, was not specified. Event outcome is unknown. (B)(4). Per our affiliate the physician did not wish to be contacted for follow-up. No further information is expected. Reporter's causality assessment: not provided. Additional information received on 23-jun-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.